Manufacturer narrative:
There was no button error alarm. The intermittent button response was due to moisture damage on the keypad trace. The unit had minor scratched lcd window, cracked case near display window corners, broken belt clip slot, and a cracked reservoir tube lip. There was no moisture damage electronic assembly.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The reporter did not know the blood glucose reading. The insulin pump was exposed to rain and got wet. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.